Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly failed to power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.